Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info was requested 12/21/2011 and 01/03/2012 by fax, phone and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).

Event description:
A nurse reported a lens would not vault properly and did not center correctly following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported the iol was exchanged for the same model and power iol.